Manufacturer narrative:
.

Event description:
The patient reported, four months after implant of their intrathecal drug delivery pump, they began to experience a loss of therapeutic effect. The patient had the pump implanted to treat spina bifida and reported having a great response for about 4 months and was walking better than ever. After 4 months "something happened" and within six weeks, the patient was walking like they did prior to implant. An MRI and myelogram were performed but nothing was found to explain the difference. The hcp had not found any problem with the pump. All residual volumes have been accurate but the patient required more baclofen. The patient reported, they contracted meningitis from the lumbar puncture during the myelogram. The patient reported, residual effects of the meningitis had resolved but the increased spasticity and underlying problem remained ongoing. Additional information received from the hcp indicated the cause was still undetermined, but a catheter replacement was planned due to an inability to aspirate fluid from the access port during an attempted dye study. The dye study procedure had to be abandoned. No obvious abnormalities of the catheter were noted but the hcp noted the patient's daily dose had to be adjusted following the procedure. At the time of the catheter replacement, the patient was receiving compounded baclofen 4000 mcg/ml at a dose of 1200 mcg/day; following replacement the dose was adjusted to 300 mcg/day. The patient recovered without sequela.